Manufacturer narrative:
Continuation of concomitant products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial electrical reset occurred. Follow-up with the physician's office was attempted, but it is unknown if the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.